Event description:
When the device was used during an unknown procedure, after firing the device, there was a loud crash and the magazine was not fired completely. The staples were not closed. The procedure was finished with another device without consequences for the pt.